Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was experiencing syncopal episodes. Non-invasive testing revealed an abnormal increase in impedance and pacing thresholds. The ipg was exhibiting an intermittent loss of sensing. During a follow up visit it was noted that the ipg was exhibiting failure to capture when the ventricular lead was programmed to the bipolar mode.